Event description:
Caller reported a malfunction on the pump, characterized by a resettable malfunction code "malf 0," and acknowledged at least three occurrences of the same issue, previously documented. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump with updated software, provided instructions for managing the transition and return of the faulty pump, and confirmed the shipping address. The customer was advised that training would be available via their tandem source account and understood the necessary steps for returning the malfunctioning pump.